Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased thresholds were observed on the atrial lead and sensed p waves were small. Th lead was noted to have dislodged. During repositioning, the physician pulled back too far and had to re-stick for access. A kink was noticed in the lead body when the lead was pulled out. A new lead was requested and the lead was replaced. The patient was stable.